Event description:
A report was received that the patient underwent a pocket revision due to pocket site was a little sore and ipg was protruding. The physician relocated the pocket slightly higher than the original site. The patient was doing well following the procedure.